Event description:
It was reported that during threshold testing at implant of a cardiac resynchronization therapy defibrillator (crt-d), when the end test command was chosen on this programmer, a delay of approximately two seconds was observed before pacing resumed. The patient was noted to be pacemaker dependent, however, did not experience greater than 2 seconds of asystole as a result. Technical services (ts) discussed the potential of telemetry issues between the programmer and device, especially if the environment was noisy. The implant procedure was completed. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that during threshold testing at implant of a cardiac resynchronization therapy defibrillator (crt-d), when the end test command was chosen on this programmer, a delay of approximately two seconds was observed before pacing resumed. The patient was noted to be pacemaker dependent, however, did not experience greater than 2 seconds of asystole as a result. Technical services (ts) discussed the potential of telemetry issues between the programmer and device, especially if the environment was noisy. The implant procedure was completed. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being filed to correct fields h6: device codes and evaluation conclusion codes